Manufacturer narrative:
Manufacturer narrative: iop, secondary surgical intervention to remove/replace/reposition the lens, blurred vision, cataract, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. It was indicated the patient experienced elevated intraocular pressure more then 1.5 years due to the patient rubbing her eye too hard. The lens had came in front of the iris, so the surgeon repositioned the lens. Later the patient experienced pain, square pupil, low vaulting, the lens was found to be upside down. Patient additionally complained of pain and blurred vision. Surgeon notes there possibly might be a cataract as the lens seems to have grown to the iris.